Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience phlegm, nasal/throat soreness and was diagnosed with cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and alleged of phlegm, nasal/throat soreness and was diagnosed with cancer. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. The internal and external inspection was completed by manufacturer and found external examination observed a dust/dirt contaminant around the air inlet. Pil found a dust/dirt contaminant around and inside the iso port. Sound abatement foam degradation and breakdown was visibly observed in the base unit. Pil can confirm the presence of a grey contaminant on the front panel. Pil found evidence of water ingress in the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer confirmed presence of degraded sound abatement foam. Section h6 was updated in thi report.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged phlegm, nasal/throat soreness and was diagnosed with cancer. Additional information was received about the alleged respiratory tract irritation, dizziness, headache, kidney disease/toxicity, lung disease, kidney cancer. Section h6 updated in this report.